Manufacturer narrative:
(B)(4) - control button, does not activate. Eval, results: eval for the returned product shows that when tested the alarm powered on and the hold button feature works correctly. The sensor # 1 receptacle pins # 1 and 4 are bent lower than the rest of the pins. The sensor # 2 receptacle pin # 1 is bent lower than the rest of the pins. Note: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that the alarm has power, but the hold button does not activate when pressed. There is no visible damage to the alarm case. There was no pt incident or injury reported. Eval for the returned product shows the sensors receptacle pins are bent.